Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "high-frequency scissor forceps clutchcutter useful as 2nd device in esophageal esd". The literature reported the result of 56 patients of the esophageal endoscopic submucosal dissection (esd) procedure using olympus "hook knife" or "dual knife" or "it-nano" or fujifilm "clutch cutter" or "flush knife" from january 2016 to january 2020. Perforation occurred in 2 cases. There was no information on what model name of the device was used on those cases. Omsc will submit a medical device reports (MDR) depending on the event type.